Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a mildly tortuous, non-calcified lesion exhibiting 90-95% stenosis located in the mid/proximal and distal right coronary artery (rca). The device was inspected with no issues noted. Proper prep was performed with negative pressure. The lesion was pre-dilated. Excessive force was not used during delivery. The device was attached directly to a non-medtronic inflation device. It was reported that inflation difficulties occurred during balloon inflation and the balloon did not inflate. It was later reported that upon inflating, the balloon detached from the inflation device twice. It was later stated that they checked the hub of the balloon and a crack was noticed in the hub and a leak also occurred. The device was then removed from the patient. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: balloon folds were intact. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the luer. Upon visual inspection of the device, there was a short crack on the front of the luer and a mould line on the back. No other damage evident to the remainder of the device. Additional information: the device was connected to the inflation device during negative prep and no issues were noticed. It was stated that there were no difficulties noted attaching the luer of the sprinter legend to the inflator. It was further noted that when the hub detached from the luer lock of the inflating device at first, it was thought that the inflating device was defective hence was replaced. A second inflation was done and the same result happened and it was at this time that the hub was noted to have a crack. No problems were encountered regarding the succeeding equipment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.